Event description:
It was reported via repair work order that the mattress had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with device evaluation and product information. Mattress was scrapped by customer.

Event description:
It was reported via repair work order that the mattress had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device was scrapped.